Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 28-dec-2020. The most recent information was received on 07-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('cramps ++') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine disorder nos (must undergo total hysterectomy) and heavy metal poisoning. On (B)(6) 2005, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criterion medically significant), adenomyosis ("adenomyosis"), muscle disorder ("muscle (++ intensity) and joint problems"), arthropathy ("muscle (++ intensity) and joint problems"), pollakiuria ("pelvic heaviness with pollakiuria"), asthenia ("severe asthenia"), fatigue ("exhaustion"), headache ("headaches"), fasciitis ("fasciitis"), tinnitus ("tinnitus"), dry eye ("dry eye syndrome"), the first episode of insomnia ("insomnia"), memory impairment ("short term memory and attention impairment"), the second episode of insomnia ("insomnia"), disturbance in attention ("short term memory and attention impairment") and allodynia ("mechanical allodynia"). On an unknown date, the patient experienced pelvic discomfort ("pelvic heaviness with pollakiuria") and stress urinary incontinence ("2nd degree stress urinary incontinence"). Essure treatment was not changed. At the time of the report, the abdominal pain, adenomyosis, muscle disorder, arthropathy, pollakiuria, asthenia, fatigue, headache, fasciitis, tinnitus, dry eye, memory impairment, the last episode of insomnia, disturbance in attention and allodynia outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, allodynia, arthropathy, asthenia, disturbance in attention, dry eye, fasciitis, fatigue, headache, memory impairment, muscle disorder, pelvic discomfort, pollakiuria, stress urinary incontinence, tinnitus, the first episode of insomnia and the second episode of insomnia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('cramps ++') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine disorder nos (must undergo total hysterectomy) and heavy metal poisoning. On (B)(6) 2005, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criterion medically significant), adenomyosis ("adenomyosis"), muscle disorder ("muscle (++ intensity) and joint problems"), arthropathy ("muscle (++ intensity) and joint problems"), pollakiuria ("pelvic heaviness with pollakiuria"), asthenia ("severe asthenia"), fatigue ("exhaustion"), headache ("headaches"), fasciitis ("fasciitis"), tinnitus ("tinnitus"), dry eye ("dry eye syndrome"), the first episode of insomnia ("insomnia"), memory impairment ("short term memory and attention impairment"), the second episode of insomnia ("insomnia"), disturbance in attention ("short term memory and attention impairment") and allodynia ("mechanical allodynia"). On an unknown date, the patient experienced pelvic discomfort ("pelvic heaviness with pollakiuria") and stress urinary incontinence ("2nd degree stress urinary incontinence"). Essure treatment was not changed. At the time of the report, the abdominal pain, adenomyosis, muscle disorder, arthropathy, pollakiuria, asthenia, fatigue, headache, fasciitis, tinnitus, dry eye, memory impairment, the last episode of insomnia, disturbance in attention and allodynia outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, allodynia, arthropathy, asthenia, disturbance in attention, dry eye, fasciitis, fatigue, headache, memory impairment, muscle disorder, pelvic discomfort, pollakiuria, stress urinary incontinence, tinnitus, the first episode of insomnia and the second episode of insomnia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.